Event description:
It was reported the patient had a tear in the white power cable on the primary system controller. The patient was unsure how the tear occurred. The patient was unable to pull event log files from the system controller. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: this section had required intervention checked off in the initial report inadvertently. Section d1: corrected section d4: corrected catalog number and primary UDI section h6: corrected medical device problem code. Manufacturer's investigation conclusion: the reported events of the damage to the white power cable and the system controller not communicating with the system monitor was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded (d2281350) for review that showed events spanning approximately 6 days ((B)(6) 2024 - (B)(6) 2024, (B)(6) 2024, (B)(6) 2000, (B)(6) 2024 per timestamp). Atypical power cable disconnect alarms that were associated with relative state of charge (rsoc) invalid faults on both power cables were active on (B)(6) 2024 from 09:40:21 ¿ 09:40:26. The alarms occurred while connected to the power module. Additionally, atypical power cable disconnect alarms that were associated with rsoc invalid faults on the white power cable were active on (B)(6) 2024 from 09:40:40 ¿ 10:26:13. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 10:43:14 for a system controller exchange. There were no other notable alarms active in the log file. The returned system controller was observed to have a hole in the outer jacket and shielding of the white power cable, near the system controller connector strain relief, revealing damage to the orange, blue and brown underlying wires. The system controller was connected to a test power module and system monitor and was unable to communicate with the monitor. Additionally, upon manipulation of the cable, at the site of damage, a power cable disconnect alarm became active. Resistance and insulation testing revealed an electrical compromise to the orange, blue and underlying wires of the white power cable. These wires are responsible for transmission communication, receiving communication, and relative state of charge (rsoc) respectively. The outer jacket was stripped at the site of damage to the white power cable and the orange, blue, and brown wires were found to be severely damaged. The damage to the orange and blue wire would result in the communication issue and the damage to the brown wire would result in the observed power cable disconnect alarm. The power cables were replaced with test power cables and resubmitted for further testing. The system controller was able to pass all testing and operate a mock loop for an extended duration without any issues or alarms activating. The root cause for the reported events was due to damage to the white power cable; however, the cause for the damage to the white power cable was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms, and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had a tear in the white power cable on the primary system controller. The patient was unsure how the tear occurred. Event log files were unable to be pulled from the system controller. The system controller was exchanged. The patient tolerated the exchange.